Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the device or additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve due to mitral regurgitation. It was reported that the posterior chordea were elongated and ultimately caused the repair to be incompetent. The physician attributed the failed repair to the patient's native valve and stated that there was no malfunction with this annuloplasty ring. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.